Event description:
This patient experienced a thrombotic event approximately two days post cypher stent implant in the distal left circumflex artery (lcx). This patient was admitted to the hospital for coronary intervention. The patient was taken electively to the cardiac cath lab, where angiography revealed a 75%, de novo, eccentric, calcified and bifurcated, type b2lesion in the distal lcx. A bolus of 10,000 units of heparin was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The distal lcx lesion was not predilated. A 2.5 x 33mm cypher stent was deployed to 16 atms for 30 seconds with satisfactory results. The stent was post-dilated with a 3.0 x 13mm balloon inflated to 16 atms. Flow through the stented segment was timi 3. Residual stenosis was reported to be 0%. Another 8,000 units of heparin was administered at the end of the case. The patient as discharged on aspirin, ticlid, and cilostazol. Approximately two days later, the patient returned to the hospital with complaints of chest discomfort. There were no ECG changes. The patient's condition was no thought to be emergent; therefore, treatment was not performed at that time. Two days later, the patient was taken to the cath lab where repeat angiography revealed a thrombus within the implanted cypher in the distal lcx. This was treated with a 3.25 x 15mm balloon inflated to 14 atms and the placement of an additional cypher stent, 3.0 x 13mm, deployed to 16 atms. This stent was placed over the previously stented area.